Manufacturer narrative:
It is reported that device will not be returned for evaluation.

Event description:
Pacemaker procedure. On attempt to gain access when removing dilator a portion of the dilator was stripped off and remained in patient's body, could not be retrieved. Reported that physician bent hub prior to trying to remove at approximately 90 degree angle. Post procedure, patient was taken for a CT and echo. The product will not be returned. No surgical procedure or any other procedure at this time. Patient is reported as stable.